Manufacturer narrative:
The manufacturer previously reported a patient allegedly became unresponsive and no alarm sounded while on a bipap a40. The patient was transferred to the ICU and placed on mechanical ventilation and later expired. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The device's downloaded event log was reviewed by the manufacturer. The manufacturer confirmed there were no failures that occurred during the reported event. The manufacturer found the device's apnea alarm had been disabled but the log indicates the apnea events were detected and logged being acknowledged by the user. The device passed all testing. The manufacturer concludes that the device operated and alarmed to design specifications. The device did not cause or contribute to the patient's death.

Manufacturer narrative:
The manufacturer previously reported a patient allegedly became unresponsive and no alarm sounded while on a bipap a40. The patient was transferred to the ICU and placed on mechanical ventilation and later expired. There was no evidence to indicate a malfunction occurred leading to failure of the device to alarm. Therapy information provided by the healthcare provider confirms that the device performed as designed. The alarms involved in this situation are user settable patient alarms, which have been designed to allow the user to disable such alarms if deemed appropriate. The device prescription provided by the healthcare provider indicates that the relevant patient settable alarms were deactivated at the time of the incident. Additional information received by the healthcare provider indicates the device was functioning as designed and the cause of death was not traced to device functionality. The attending physician does not suspect that this device malfunctioned and cause of death was indicated as metastatic non-small cell carcinoma. The manufacturer has made multiple requests for this device to be returned for evaluation that have not been honored. The healthcare provider has also indicated that the device has been removed from use for internal assessment. The healthcare provider has indicated that this device passed safety inspection on 9 january 2020.

Event description:
The manufacturer received information alleging a patient became unresponsive and no alarm sounded while on a bipap a40. The patient was transferred to the ICU and placed on mechanical ventilation and later expired. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.